Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was 250 mg/dl to 300 mg/dl and was treated with manual injections. The customer stated that the insulin pump had motor error, button error, and insulin flow blocked alarm. It was reported that no buttons were responding and the customer was not able to clear the alarm. The customer stated that the insulin pump gave the motor error only when the battery or the reservoir was changed. The device will not be returned for analysis.